Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported difficult mitraclip delivery system (cds) removal appears to be related to user technique/procedural circumstances, while attempting to reposition the clip. There is no indication of a product issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult removal of the clip delivery system. It was reported that this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). Imaging was challenging. The steerable guide catheter (sgc) was positioned and the clip delivery system (cds) was advanced through the sgc. The cds was being repositioned and was retracted to the sgc, but got caught on the sgc soft tip and tore it. The devices were removed and a new sgc and cds were used. One clip was implanted, reducing mr to 1+. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided regarding this issue.